Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 10/4.00 flextome cutting balloon was selected for use. During procedure, the balloon ruptured when inflated in the lesion area at below nominal pressure. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and the patient condition is stable.